Event description:
A customer reported her blood glucose test did not start after the blood sample was applied to the test strip. The customer reportedly lost consciousness. It was also reported the paramedics were called and they gave to the customer a glucose medication. The customer was then reportedly transported to a hospital where she was diagnosed with severe hypoglycemia and treated with an unknown intravenous medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.